Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number:(B)(6). G2 country: canada.

Event description:
It was reported that during an unknown time the device was not cutting properly. During product evaluation, it was determined that the blade could have contributed to the event. There was no note of patient harm or delay. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.